Event description:
It was reported that during a coronary stenting treatment procedure, stent migration occurred. The 75% stenosed lesion being treated was located in the moderately calcified, mildly tortuous proximal left main (lm). The lesion was not predilated. The physician placed a 4.00x8mm liberte stent in the lm. The stent did not look opposed in the ivus run and was post-dilated with a 4.5x8mm quantum balloon. Another ivus run was performed in the lm only, and the stent was not seen. The liberte stent had migrated and was found in the left anterior descending (lad). A 4.50x12mm liberte stent was placed inside of the 4.0x8mm liberte stent and deployed. A final ivus run was performed with both stents visualized and apposed to the vessel wall. The patient did fine and the physician did not believe that any of the problems were the result of the stent. No stent was ever deployed in the lm an planned.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.